Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with one other similar event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon asymmetric x3 patella; cat#5551-g-299; lot#xivh. Triathlon prim tib baseplate - cemented; cat#5520-b-400; lot#agd7bb. Triathlon cr fem comp #4 r-cem; cat#5510f402; lot#bjl7y. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
This pi is for the irrigation & debridement of patient's right knee due to infection on (B)(6) 2017. In reporting a stage 2 revision of patient's right knee on (B)(6) 2018, rep reported that an irrigation and debridement of soft tissue was performed on (B)(6) 2017 due to infection, without entering the joint space. Rep was not present for the procedure and has no access to any further information due to hospital policy.